Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted from 50% to 5% while connected to a power source. Customer reported blood glucose level was 123 (mg/dl). Reportedly the customer will contact their healthcare provider to obtain alternate insulin therapy. Customer declined follow up to ensure backup insulin therapy was obtained.